Manufacturer narrative:
Manufacturer ref# (B)(4). The completed investigation concludes that there is no information indicating that the device did not work as intended. It was confirmed the device was "disinfected after use" most likely for re-use which is outside intended use. Therefore this complaint is no longer reportable. Summary of investigational findings: the investigation is based on the event description and the returned device. It was reported that the tip broke off. The complete device was returned with the stylet placed inside the introducer. The introducer was severely kinked in the middle, maybe to fit into a small box for return. The introducer tip had fractured and almost separated 10cm from the tip, in the area exactly matching the stiffening stylet and the tip of the stylet was visible inside. Based on very limited information provided the exact reason for the fractured tip cannot be determined, but given the condition of the introducer and since an attached document confirmed the device was "deinfected after use", it is suggested that the device had been used and working as intended, but was decontamined for reuse and afterwards it was somehow bent. However, according to the instructions for use the device is intended for one-time use. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device under 510(k)/PMA: k161813. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the tip broke off. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.